Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon ("image would cut in and out" flickering image) occurred due to a kink in the cable. However, the cause of the kink in the cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a knot found on the cable, which caused the flickering image. A damaged coupler was also found on the lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, the image would cut in and out. The issue was found at preparation for use and there was no patient harm associated with this event.